Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens of 22 diopter was explanted and replaced with same model 20.5 diopter lens in a secondary surgical procedure. Lens is not available for return. No further information is available.